Manufacturer narrative:
The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject devices remain implanted and cannot be evaluated. The device history record (DHR) reviews were not completed as the device serial numbers were not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
[(B)(4)]: 15 patients previously implanted with edwards perimount magna valves in the mitral position for an unknown implant duration, underwent valve-in-valve procedures due to structural valve deterioration and stenosis. These patients presented with symptomatic mitral valve failure. The tmvr procedures were performed with 9600tfx transcatheter valves. There were no periprocedural complications. [(B)(4)]: a patient with a 32mm 4600m annuloplasty ring in the mitral position for an unknown implant duration, underwent a valve-in-ring procedure after an unknown implant duration due to mitral stenosis. The patient presented with symptomatic mitral valve failure. The mvir procedure was performed with a 9600tfx transcatheter valve. There were no periprocedural complications. [(B)(4)]: a patient with a 26mm 5200m annuloplasty ring in the mitral position for an unknown implant duration, underwent a valve-in-ring procedure after an unknown implant duration due to mitral stenosis. The patient presented with symptomatic mitral valve failure. The mvir procedure was performed with a 9600tfx transcatheter valve. There were no periprocedural complications. [(B)(4)]: a patient with a 34mm 5200m annuloplasty ring in the mitral position for an unknown implant duration, underwent a valve-in-ring procedure after an unknown implant duration due to mitral regurgitation. The patient presented with symptomatic mitral valve failure. The mvir procedure was performed with a 9600tfx transcatheter valve. There were no periprocedural complications. [(B)(4)]: one (1) patient previously implanted with an edwards perimount magna valve in the mitral position for an unknown implant duration, underwent a valve-in-valve procedure due to structural valve deterioration, stenosis, and regurgitation. The patient presented with symptomatic mitral valve failure. The tmvr procedures was performed with a 9600tfx transcatheter valves. There were no periprocedural complications.